Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level that was within the range of 300 mg/dl to 400 mg/dl. They were unsure of the date when they had the high blood glucose. Troubleshooting was performed and insulin exited without incident. The device will not be returned for analysis.